Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one guide wire. The introducer needle was not returned. The guide wire appeared unused and the j-bend appeared typical. Four significant kinks were observed in the middle of the wire and it was unraveled from the proximal end. The core wire was separated from the proximal weld. No pieces appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use and warns not to retract against the needle bevel and not to use excessive force. Based upon the observed damage and the information provided stating this occurred during insertion, operational context caused or contributed to the event. No further action will be taken.

Event description:
It was reported that during insertion into the patient's internal jugular, the coil at the end of the guide wire became unraveled and would not thread through the introducer needle. As a result, another kit was opened. There was a delay in treatment, but no patient injury or death was reported.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product issues with the same patient. The second event has been reported under MDR# 1036844-2015-00247.